Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Recurrent driveline infection first reported in MFR # 2916596-2018-04649. Approximate age of device ¿ 4 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported the patient underwent pump underwent pump exchange on (B)(6) 2019. The patient had a pump exchange due to a previously reported recurrent driveline abscess. It was reported that the device operated as expected. No products will be returning. The patient was discharged home on (B)(6) 2019. No further information was reported.